Event description:
It was reported that about a month after the patient was implanted with this pacemaker, she felt pain and passed out multiple times before making it to bed. The patient had presented to the clinic and explained symptoms. The device remains in-service, and additional information was requested. No additional adverse patient effects were reported.